Event description:
It was reported that the patient presented for a routine device check. Upon device interrogation, the pacemaker exhibited an elective replacement indicator (eri) alert while the battery voltage exhibited normal levels. No vibratory notifier was triggered due to the eri. The device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of the device indicated it was within normal range of operation, and no eri message was noted during the entire analysis. Functional testing was normal. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.